Event description:
The event is reported as: alleged issue: rubber bands are broken into pieces inside the package. Issue was reported before use on patient. No patient injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.